Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen ergo teal/opaque pen body with a clear cartridge holder attached was reported to have a cartridge holder that was loose, didn't attach/ stay fixed and both engagement tabs were broken. This humapen ergo teal/opaque pen body with a clear cartridge holder attached is associated with pc (B)(4). The patient was a trained operator of the device. The patient had used this device model for ten years and the reported device for an unspecified time frame. The patient only primed when beginning a new cartridge. The return of the device was anticipated. It was unknown if the patient would continue to use the device. Update (B)(6) 2010: additional information received (B)(6) 2010 via global product complaint database. Changed product from teal/clear pen body to teal/opaque pen body, added lot number, added improper use. Updated narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.